Event description:
Customer reportedly received results of 493 mg/dl and 101 mg/dl within 10 mins on the compact plus system. No high blood glucose symptoms reported with these results. No action taken based on device results. No qcs were used. No adverse event reported. Requested return of suspect device and replacement was sent.